Event description:
Caller reported experiencing multiple occlusion alarms on one day, blood glucose level was not specified, it was displayed as "high." Initially, the customer did not take corrective action for high blood glucose levels until the fourth alarm occurrence, when the customer administered manual dose injection. To address the occlusions the customer, change the infusion set and cartridge an resumed insulin delivery.